Manufacturer narrative:
Year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was to report therapy stopped helping in 2014, and the patient's previous healthcare provider directed them to turn therapy off. They turned the therapy back on in 2016, however, had not felt any stimulation. They wondered if the lead had come out. When asked, the patient said they had had a lot of falls, and were wondering if constant falls could affect the lead. They were redirected to their healthcare provider to further address the issue. They were directed to contact their current healthcare provider's office to schedule an appointment to check the ins battery status and run diagnostics regarding the lead, or to consider imaging.